Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2021 with blood glucose level was 810 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and was admitted to intensive care unit. Insulin pump buttons were not working. Customer was treated with intravenous insulin. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.